Event description:
On (B)(6) 2010, pt's wife reported, pt's infusion device did not give the low or empty cartridge warning. Wife stated, the pt was not aware the cartridge did not have insulin in it and faced an elevated blood glucose reading due to this. Wife stated, the pt woke up in the morning, his meter read "hi" and he took 7 units of insulin as correction. Wife reported a half an hour later, the meter still read "hi". Wife stated at 1 pm they noticed that there was no insulin in the cartridge. Pt has switched to his backup infusion device. Pt's normal blood glucose range is 70-130 mg/dl. Wife stated, pt is usually around 145-150 mg/dl. Wife reported, pt does not allow insulin to get to room temperature prior to inserting in the chamber of the infusion device. Advised it is recommended that insulin be at room temperature prior to inserting in the infusion device. Pt's primary infusion device does not have a battery in it; advised to call back to continue troubleshooting once they have another battery. On call back on (B)(6) 2010 from pt's wife verified that e1 (cartridge empty) and a1 (cartridge low) occurred a few days prior to the allegation on (B)(6) 2010 and (B)(6) 2010. Wife reported at that time she filled a new cartridge and inserted it into the infusion device and the pt began experiencing elevated blood glucose on 05/16/2010. Wife stated when this occurred, she took the infusion device apart and noticed that the insulin cartridge was completely empty. Wife reported, the device never alarmed a low cartridge or an empty cartridge. Verified in the alarm history that no alerts or alarms occurred on (B)(6) 2010 in regards to a low or empty cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.